Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that since having the implantable neurostimulator (ins) replaced in september 2015, the patient has gradually experienced more falls, speech issues, and inconsistent symptom control. The patient was programmed as follows: left: 3.0v, 150pw, 130 hz, 976 ohms, c+ -2; right: 3.0v, 150pw, 130 hz, 1498 ohms, c+ 10-. The patient's old settings were 0+1-2-, 3.0 v, 150pw, 130 hz with a historical left group impedance of 143 ohms. Impedance measurements were performed resulting in a low impedance of less than 250 ohms; the left side overall values were 600-900 ohms expect for 0/3 which were 53 ohms. The right side impedances for unipolar were 1200-1600 ohms while the bipolar were 2500-3100 ohms. It was noted that the out of range electrodes were used in the programming and causing the therapy problems. It was recommended that the out of range electrodes be avoided during programming; the rep successfully reprogrammed around the out of range electrodes. An exploratory surgery was performed to identity the cause of the issue; the battery was not replaced as it was only 4 months old and had a voltage of 2.94v. Follow-up revealed that the surgeon determined that the left lead was damaged which resulted in short circuits which was the cause of frequent battery replacements. It was also noted the reprogramming around the shorts resulted in poor symptom control so a revision surgery to replace the lead will be offered to the patient; it is unknown if the surgery has been scheduled. Additional information has been requested regarding the intervention and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted. Please see report # 3007566237-2015-03203.